Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The manifold assembly was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction which may result in a loss of manual ventilation. There was no report of patient involvement.